Manufacturer narrative:
D6; device returned with no lot identification. Visual inspection & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes (3); staples in the track, yes (10) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Co review each incident as it occurs in an effort to continuously improve the products.

Event description:
It was reported that the device was used during an unk procedure. It was reported by the affiliate that the device jammed after the second firing. There was no pt consequences.